Event description:
A customer reported a malfunction with their pump, which had been sitting on the charger for three days because the customer ran out of cartridges. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code recurs.